Event description:
It was reported that after the diagnostic endoscopic retrograde cholangiopancreatography, the physician noticed that the cap got disconnected in the patient's stomach. The distal cap was retrieved using a different scope. There are no reports of further patient harm.

Event description:
No additional information from the customer. This report is being supplemented to correct d4 - unique identifier (UDI) number. Updated from ni to (B)(4).